Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient previously underwent an attempted system upgrade procedure which was unsuccessful due to an occluded vein. The physician believes that the previous procedure resulted in a pocket infection. The device and lead were explanted. The patient was stable. Related manufacturer reference number: 2938836-2019-15532.